Event description:
The limited available info indicates that the customer reported: it crashed - die out. We will consider this to be a report of unexpected shutdown. There was no pt involvement.

Manufacturer narrative:
(B)(4). The limited available info indicates that the customer reported: it crashed - die out. We will consider this to be a report of unexpected shutdown. There was no pt involvement. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.